Manufacturer narrative:
Vegetations. Additional manufacturer narrative: endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported infection could not be confirmed. There have not been any allegations that the patient's infection was caused by the edwards valve. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years due to prosthetic aortic valve endocarditis. Per the op report, the patient had been doing well until about one year ago when he experienced sudden death and due to ventricular fibrillation had an ICD placed. He had done well since that time. Subsequent to that, he recently presented with fever, malaise and abdominal pain. Initial evaluation was negative, however subsequently he grew positive blood cultures and was readmitted. Full evaluation revealed evidence of splenic and inferior mesenteric artery emboli, and so a transesophageal echocardiogram was performed. This revealed aortic valve endocarditis with possible aortic root abscess posterior to the annulus of the valve. There were no vegetations. Pet scan at another hospital showed an infected graft, as well as evidence of infection in the spleen at the aortic bifurcation, although there was no obvious source at the bifurcation. He was treated with antibiotics and had a repeated tee on the day prior to this operation. This revealed progression of his aortic root abscess, now with flow into the abscess cavity, as well as vegetations now on the prosthetic valve where there had been none previously. The patient agreed to undergo redo-aortic valve replacement. During explantation, the valve was noted to have vegetations throughout. There was also dehiscence of the annulus posteriorly and a large abscess cavity extending from the commissures on either side of the left coronary sinus. The valve and composite valve graft were removed. A 27 mm composite valve graft was then implanted and there were no perivalvular leaks noted. Patient was weaned from cardiopulmonary bypass with good ventricular function. Hemostasis was good. No operative complications reported.